Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. The rv lead was explanted. The patient was in stable condition.

Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing. During the rv lead extraction procedure, the right atrial (ra) lead was damaged. The rv lead and ra lead were explanted and replaced on (B)(6) 2026. The patient was in stable condition.

Event description:
New information received indicates that the patient presented in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was explanted and replaced on (B)(6) 2026.